Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the syringe appeared to have sediment. To aid in the investigation, one sample in a plastic bag with 6ml of solution and no tip cap was received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens and no defects or imperfections were observed. Additionally, with the sample in another plastic bag, came a 1ml syringe with the plunger rod disassembled. The syringe barrel is connected to a three way connector port and tube. None of these additional units are produced by this site, or are related to the complaint reported by the customer. A device history record review was completed for provided material number 30654778, lot number 1133437. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign sediment was found in the bd posiflush¿ pre-filled saline syringe. The following information was provided by the initial reporter: "rn assessing medication line attached to PICC line. Noted what she thought were bubbles in 0.9 nacl syringe, upon further inspection bubbles appear to be sediment in the syringe.¿